Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was uncertain of the amount of insulin remaining in the cartridge. Subsequently, the customer received a cartridge alarm 30 during the load process. Reportedly, the customer was uncertain if the cartridge was loaded onto the pump outside of the load sequence. Although requested, the customer declined to perform troubleshooting. A new cartridge was loaded successfully and insulin delivery was resumed. Blood glucose level was 400 mg/dl.